Event description:
The home pt (hp) felt shortness of breath, pain and fullness during dwell 3 of 4 using the homechoice cycler for apd therapy. The hp placed the cycler into a manual drain and removed the programmed fill volume of 2500mls, after which they continued therapy completion with no further difficulties. There was no noted pt injury or medical intervention at the time of the incident. The hp relates they discovered a leak in their peritoneum located above their belly button at the prior incision site for tubal ligation surgery performed 5 months earlier. The hp relates that this was the second time the incision site had leaked this year. The hp was transferred to hemodialysis therapy to allow the peritoneal leak at the incision site to heal.